Event description:
Narrative from staff: during our case, we opened a flexiva ID 1000 and plugged end into laser machine. The machine had a circle that kept circling but would not load/read it. We had previously used the 550 laser and it worked fine so it wasn't the laser machine. We unplugged the 1000 one and plugged the 550 one back in and it read fine and were able to use it. This flexiva ID 1000 came defective.

Event description:
Narrative from staff: during our case, we opened a flexiva ID 1000 and plugged end into laser machine. The machine had a circle that kept circling but would not load/read it. We had previously used the 550 laser and it worked fine so it wasn't the laser machine. We unplugged the 1000 one and plugged the 550 one back in and it read fine and were able to use it. This flexiva ID 1000 came defective.

Event description:
Narrative from staff: during our case, we opened a flexiva ID 1000 and plugged end into laser machine. The machine had a circle that kept circling but would not load/read it. We had previously used the 550 laser and it worked fine so it wasn't the laser machine. We unplugged the 1000 one and plugged the 550 one back in and it read fine and were able to use it. This flexiva ID 1000 came defective.